Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. The batch record analysis performed by medica confirmed that no anomalies were recorded during production or quality control processes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A user facility nurse reported that a blood leak occurred approximately ten minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external blood chamber leak. The machine alarmed as appropriate and blood was visually observed in the blood chamber. The leak was observed at the top of the arterial. Blood test strips were not used. No damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 100ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was not available to be returned to the manufacturer for evaluation but a companion sample may be available.